Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 26145 was returned and analyzed. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range, and temperature curve had no oscillation or overshoot. The mapping catheter was inserted into balloon catheter and retracted several times without any issue. No anomalies were identified on the bonding of the luer and guide wire lumen and no blockage was observed along the path. The balloon catheter was inserted into the balloon sleeve when the vacuum was applied, then pushed into the sheath, the flush and aspiration was also performed and retracted to the sleeve without any issue. No anomalies were identified on the balloon bonding or on the shaft. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, and the pull wires were also intact. In conclusion, the reported issue was not reproduced during testing and inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was hospitalized as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: 2ach20 product type: mapping catheter product ID: 4fc12 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, a sudden drop in blood pressure was observed and "cardiac pulsation was absent". A subsequent ultrasound examination confirmed cardiac tamponade had occurred. The procedure was aborted under general anesthesia. No further patient complications have been reported as a result of this event.